Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting when priming. Insulin pump had no insulin flow alarm. Insulin pump rejected new batteries. Customer stated that the up and down buttons were stiff. Customer stated that the clock was slow. Insulin pump was louder than before. Customer stated that the display went dim even when battery was not low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.